Event description:
Pill pack transparent light blue pon31202, lot#0921 distributed by (B)(4) inc., (B)(4). Observed parent loading this 7 day + one extra pillbox making mistakes as the color of the pills was distorted by the blue color of this transparent box. FDA safety report ID# (B)(4).